Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The pt's father reported that she was sick with a severe cold and her blood glucose reached "high" (> 500 mg/dl). She had to go to the emergency room where she was diagnosed with hyperglycemia and a cold. She was placed on an intravenous therapy and was treated with a manual injection of rapid-acting insulin. He did not provide any further information regarding the hospitalization of her treatment.